Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 05/20/2021.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from october 25, 2018 - october 29, 2018. H10: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified drug was not flowing through a multirate infusor during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.